Event description:
It was reported that this right ventricular (rv) lead had no capture at maximum output sensing. Patient experienced chest and back pains. An echocardiogram was performed, and no effusion was noted. X-ray was also performed but cannot tell if lead is outside of the silhouette and lead does not look dislodged. Further, it was determined that the pain was related to a kidney anomaly which was confirmed through computed tomography. This lead remains in service and a lead revision was planned. No adverse patient effects were reported.